Event description:
It was reported that the patient, who was a participant in the (B)(4) study, is deceased. The death occurred three years eight months post implant. The cause of death is unknown. The adverse event committed of the study classified the relatedness of the adverse event to the procedure or device as "unknown" and the death has been classified as "unknown".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).